Event description:
The customer reported the system during a case made loud popping noises. They were able to complete the case after a reboot. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. This MDR is related to ge healthcare complaint number.